Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pneumatic back-plane pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error codes indicating a power error. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).